Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing. The device was reprogrammed to secondary sense vector, telecardiology follow-up was scheduled, and technical services was consulted. Besides the shock therapy, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing. The device was reprogrammed to secondary sense vector, telecardiology follow-up was scheduled, and technical services was consulted for troubleshooting steps and programming options. Besides the shock therapy, no other adverse patient effects were reported. This s-ICD remains in service.